Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81: 72-77, that the patient developed an abscess following a sling procedure. The abscess was surgically drained.